Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed.

Event description:
Additional information noted no programming changes were made. The same issue was noted on (B)(4) 2018.